Event description:
This unsolicited device case was rec'd from (B)(6) on (B)(6) 2013 from a doctor. This case concerns a female pt (age category between 35-40 years) who experienced swelling and pain in knee after receiving synvisc one. No relevant medical history, past drugs, other concomitant medication or concurrent condition was reported. On (B)(6) 2013, the pt started treatment with synvisc one at a dose of a 6 ml once (route, batch/lot number and expiration date unk) for an unk indication in both knees. On an unspecified date (approximately 1 week after the injection was administered), the pt experienced swelling and pain in one knee. It was reported that there were no problems in the other knee and there was no signs of infection. Action taken: na. Corrective treatment: unk. Outcome: pain and swelling in one knee: unk. The reporter feels there is a causality between the reaction and synvisc one. A pharmaceutical technical complaint (ptc) was initiated. The conclusion was pending for the same.